Event description:
It was reported that a vns pt experienced a fever after initial vns implant surgery. The pt's vns remained programmed off at the time of the event and the pt was given azithromycin to reduce the fever. Follow-up with the pt's treating physician revealed the pt's fever was assumed to be related to post-implant of vns as the pt had a fever of 102.4 degrees. The fever resolved after 24 hours after antibiotics were given.